Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported an angio-seal was selected for closure via the right femoral arteriotomy. During pullback, the sheath became stuck at the skin surface, but the green mark on the suture was still visible. The suture release button was pressed and upon laying the device down, some bleeding at the puncture site was observed. The compaction tube was then cut and manual compression was applied for approximately two minutes and the pt was reported to be okay. A precautionary ultrasound was performed immediately following the procedure. The results revealed a heavily calcified plaque causing near to total occlusion of the artery. The collagen and anchor could be visibly seen during the ultrasound. The pt's foot was noted to be pink and warm. No further intervention or examination of the superficial femoral artery was planned. The pt was being monitored in the hospital.